Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 7 of 7.

Event description:
The patient's wife reported a revision due to pain and no new parts were implanted.